Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow-up and the device was found at eos. Review of the stored episodes showed multiple charges due to noise. High impedance was noted as well. The lead remains implanted but is no longer functional.